Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the error and replaced the usm. Fse performed programing and system checks to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed as having occurred in the field via logs but not replicated in-house. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where the fiber test, sine cycle, sensor checks, check cannula, brake test and friction and all passed. Logs showed the 32056-error coupled with 1123/1173/1174 with a node value of ac_2e. The spar was opened, and no fluid was present on the axes controller spar (acs). The insertion gearbox assembly will be replaced as a precaution. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to repeated errors on the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate an abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass surgical procedure, at the start of a case, the customer was getting repeated recoverable error 32056 on arm #2. Customer service representative (csr) stated that the site had power cycled, but the issue was not resolved. Technical support engineer (tse) viewed system event logs and found error 32056 pointing to universal surgical manipulator 2 (usm2). Tse advised caller to power cycle system and emergency power off the patient side cart (psc) to see if error persist. Csr will reach back out to the site to assist with troubleshooting. The staff has brought in another robot to do the case with and it is up and running normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.